Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No racing/scrolling/ramping of numbers noted during testing. No unexpected display anomalies noted during testing. The insulin pump passed displacement test and self-test. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The company representative reported that the insulin pump had an unresponsive keypad and a display anomaly. The customer took out the battery, but it did not solve the issue. The blood glucose reading was unknown. The issue had previously occurred, so the insulin pump will not be replaced.